Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated that blood leaked past the stopper. A total of 10 retained samples were tested with water, and none of the syringes leaked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Operators not following internal process document. Plates were not being routinely brushed and excess materials removed by compressed air, at the correct time intervals. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd preset¿ eclipse¿, blood leaks past the stopper of the syringe during use. No adverse impact was reported regarding the patient or user.